Manufacturer narrative:
Following the incident an investigation based on the surgery data log file was performed. The result of the investigation pointed out that the root cause of the incident is a residual software bug already known.

Event description:
It was reported that during the patient registration an error message occurred and the device shutdown. Once restarted, no more issue occurred.